Event description:
This case was reported by a consumer and described the occurrence of suffocation in a male patient who received corega cream over a period of three days for loose dentures. A physician or other health care professional has not verified this report. Concurrent medications included captopril, hydrochlorothiazide (hidroclorotiazida), amidarone and prednisone (prednisona). In 2006, the patient started corega creme, no flavor (dental ) daily. The patient experienced suffocation. Two days later, after two uses, corega was discontinued upon recommendation of the patient's physician, and the event improved. The patient was later hospitalized due to "other health problems" and died in 2006. The cause of death was not reported. It is unknown whether an autopsy was peformed. Manufacturer's comment: the manufacturer report number for this case is 9681138-2006-00013. Corega is manufactured in dungarvan ireland and neither the lot number nor the product are available. No corrective actions have been required based on this report.